Event description:
This rv lead was implanted on (B)(6) 2015 and still remains implanted at this time. It was noted on july 13, 2016 that the lead exhibited noise/fusion on ER channel. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).